Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a bearing exchange on (B)(6) 2014 due to unknown reasons. On (B)(6) 2015, patient was revised to a total knee due to tibial loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-02447).

Manufacturer narrative:
The follow-up report is being filed to relay corrected information: corrected data: patient sex - female.